Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked. The cause for the crack was unknown. Reportedly, the pump was still functional. There was no impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.